Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead body found multiple cuts to the outer insulation consistent with procedural damage. All damage noted to the returned lead was consistent with occurring at time of procedural. No other anomalies were noted.

Event description:
It was reported that during implant procedure, insulation of patient's right ventricular (rv) lead was damaged during slitting. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2024. The patient was stable.